Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. A nonconformance was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nonconformance. The defective product identified in the nonconformance was segregated during processing, and all remaining devices met specifications prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the implant was removed and replaced with a malleable (genesis) due to an infection.